Event description:
The ge oec 9800 fluoroscopy sys displayed the fast stop activation message. Sys required a reboot to continue.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the user had activated the emergency off switch . Add'l errors in the event log did reveal issues with the generator interface and fluoro functions pcb and the ps1 power supply needed adjusted up above the 5.0 volt threshold. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.